Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber tip started rotating independently after 119,620 joules of use during vaporization of the median lobe. Diminished vaporization and forward firing were observed. The procedure was completed using a second fiber. There were no patient complications.